Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. Siemens is investigating the issue. MDR 2432235-2021-00096 was also filed an additional discordant result obtained at this site on 29-mar-2021.

Event description:
A discordant, falsely low enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The falsely low result was not reported to the physician(s). The sample was repeated two times for ecre_2 on an alternate atellica ch 930 analyzer, both times recovering higher than the initial result. The second repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low enzymatic creatinine_2 (ecre_2) result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00095 on (B)(6) 2021. Siemens filed the first supplemental MDR 2432235-2021-00095_s1 on (B)(6) 2021. Additional information (05-aug-2021): there was an indication of foaming after sample delivery on the customer's atellica ch 930 analyzer based on the analyzer's photometer data. There was no indication of a reagent issue. The issue was resolved after the siemens customer service engineer (cse) replaced both of the analyzer's reagent probes and aligned and cleaned the sample probe. The cause of the event was foaming, which was resolved by the cse visit. The analyzer is performing according to specifications. No further evaluation of this device is required. Supplemental MDR 2432235-2021-00096_s3 was also filed for the additional information from (B)(6) 2021.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00095 on (B)(6) 2021. Additional information (21-jun-2021): sample probe carryover has been suspected on atellica ch 930 analyzer (serial number: (B)(6)). Quality controls (qc) were shown to recover lower after running a specific sample. Intermittent reaction wash failures as well as intermittent sample probe alignment verification failures were also observed on the analyzer. The siemens customer service engineer (cse) has verified that all reaction wash probes are properly installed, realigned the reaction wash, cleaned and inspected the sample probe for debris, performed sample probe automatic alignments, and checked the wash port to sample probe alignments. There was no evidence of a wash port to probe issue. Both of the reagent probes on the analyzer have also been replaced. Siemens is investigating the issue. Supplemental MDR 2432235-2021-00096_s2 was also filed for the additional information from (B)(6) 2021.